Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is unable to establish communication between her ipg and external. It was also reported the patient's programmer reflected a communication error. The patient is without stimulation and the device is inoperable. The sjm representative met with patient and confirmed the issues. Subsequently, the patient underwent surgical intervention on where the ipg was explanted and replaced with a different model.